Event description:
Reporter experienced the er1 message on an unaffected meter. Technique was suspect. Reporter did not compare confirmation dot to the color chart. Reporter also does not perform the control solution test.